Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes. D.10. Returned to manufacturer on: (B)(6) 2020. H.6. Investigation: bd received three unused 20 gauge nexiva units from lot 9284508 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed what appeared to be heat damage to the packaging. Each package appeared to be distorted with the appearance of being melted. The vent plugs were found to be removed from the port of the y-adapter on all three units. The units were then removed from packaging for testing. A needle penetration and drag test was performed and each unit passed. Based off the visual inspection and testing the engineer was able to verify the reported issue of loose vent plugs and damaged packaging but could not verify the reported issue of dull needles. Unfortunately, a definitive root cause could not be determined for these defects.

Event description:
It was reported that 4 caps were detached prior to use with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter: caps detached.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 4 caps were detached prior to use with a bd nexiva closed IV catheter system. The following information was provided by the initial reporter: caps detached.